Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to patient anatomy; however, one mitraclip was successfully implanted reducing the final mr to a grade of 1. On a later date, the patient presented with severe mr, and it was noted that the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician the slda may have been a result of deploying the clip on the chords rather than the leaflet. On (B)(6) 2022, the patient underwent a second procedure and one ntw clip was successfully implanted to stabilize the slda clip. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to procedural conditions. The poor image resolution is due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.